Event description:
On (B)(4) 2012, leica microsystems received a complaint that the rubber limit damper on the swing arm of the leica m844 f40 surgical microscope fell on the pt¿s body.

Manufacturer narrative:
This is an initial report. Further investigation is still being conducted by the manufacturer. Once results or new information are obtained, a follow-up/final form FDA 3500a will be submitted.